Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the first leadless implantable pulse generator (ipg) was deployed without issue. During the flush/floss step of the procedure, the tether was noted to be very tight. The tether was cut, however significant force was required for removal, after which the leadless ipg exhibited loss of capture, increased thresholds, and dislodgement. The leadless ipg was removed using a snare. A second leadless ipg was then attempted and deployed successfully. During the flush/floss step of the procedure, the tether had minimal movement and required significant force to floss. The leadless ipg and delivery system were removed as a unit and replaced. No patient complications have been reported as a result of this event.